Event description:
It was reported that during an unknown procedure, the generator displayed "replace hand piece." It is unknown how the procedure was completed and there were no consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The hand piece was received in good physical condition. During testing the phase margin value was recorded out of specification; however, this out of range value will not interrupt device function or generate an automatic error code, not contributing to the reported event. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. In addition, degradation of the hand activation wire outer jacket was observed. However this will not interrupt device function or generate an automatic error code, not contributing to the reported event. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality.